Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the upper bearing, which was replaced. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the handpiece began overheating while the equipment was being tested. This did not occur during a procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.